Manufacturer narrative:
Additional information was added to d10, h3, h4 and h6. H4: device manufactured between september 10, 2019 to september 12, 2019. H10: two (2) devices were received for evaluation. Visual inspection was performed using the naked eye which revealed a reddish-brown particles, measured to 0.15 to 0.30 square mm.the particles were not in the fluid path because they were embedded in the material of the tubing line. The particles were subsequently identified to be polyvinyl chloride (pvc). Pvc is a raw material of the tubing line.the reported condition of particulate matter was verified on the returned sample. The cause of the condition is related to a supplier manufacturing issue. The other sample was not received for evaluation; therefore, a device analysis could not be completed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) small volume intermates had a particulate matter on the tubing. This issue was identified prior to patient use. There was no patient involvement. No additional information is available.